Event description:
According to the reporter: the stapler jammed on tissue. The instrument was removed by cutting away tissue. Less than 1" (2.54cm) was sacrificed, blood loss was less than 200cc and the surgery was extended by 15 minutes because of the problem. The tissue was sutured to complete. The pt condition is reported as ok.

Manufacturer narrative:
(B)(4).